Event description:
It was reported that the patient with the pacemaker system was exhibiting an atrial arrhythmia with the possibility of right atrial (ra) channel oversensing. The device appropriately stayed in mode switch. The pacemaker system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).